Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Unable to determine the cause of the customer's report that the maxguard connector leaked. The customer stated the connector has been discarded and is not available for failure investigation.

Event description:
Customer reports leakage from the maxguard connector in ICU while infusion flolan through a PICC line, via a cadd pump. The patient did experience compromised hemodynamics related to the interruption in flolan therapy. Although requested, no additional patient or event information was provided. Manufacturer report number: 9616066-2014-00564. Manufacturer's report date: june 18, 2014. (B)(4).